Event description:
Screw broke while attempting to attach pt's patella tendon to tibia in a prosthesis replacement surgery. Unable to remove body of screw; left in. Used 3 add'l screws to attach tendon.